Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified interventional procedure, a vessel dissection occurred. The lesion was located in the totally occluded common iliac artery. A non-bsc guide wire was advanced and the 4.0 x 6mm ultrathin sds was used to balloon the lesion; the atm's and number of inflations is unk. The physician noticed a small dissection following the ballooning. A 6.0 x 40mm express biliary stent was used to treat the dissection, however, post deployment the physician noted that the dissection was still visable. The physician then elected to implant a non-bsc stent graft and reported that the dissection was gone. No further complications were reported. The pt's condition was reported as "fine". Multiple attempts to obtain additional info have been unsuccessful.